Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 246 mg/dl and the sensor glucose was 151 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 151 mg/dl. The customer's spouse was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer's spouse also reported that they were hospitalized due to high blood glucose. The sensor will not be returned for analysis.